Event description:
It was reported the resection sheath exhibited a damaged ceramic tip. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure <<was/was not>> confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely component failure of the ceramic head (insulation beak) led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.